Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screw (the independent screw with washer). The exact date of the original implant procedure is unknown, but said to have occurred three (3) years ago. The device could not be removed during the revision procedure on (B)(6) 2015. Hospital contact number: (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an open reduction internal fixation procedure on an unknown date approximately three (3) years ago. It is believed that the device was intended to be left implanted in the patient, but reports of patella (knee) pain led to the decision to explant. The initial intent of the planned procedure was to reset the patient with a new plate. While the patient was being anaesthetized for the revision, however, the product specialist was told by the surgeon that the need for a replacement plate was not likely. The titanium plate, which was located in close proximity to the patella and said to be intact, was removed along with the screws on (B)(6) 2015. An independent screw with washer could not be removed and remains in the patient. Another screw was difficult to remove and did not come out as planned. The surgeon attempted to use a conical extraction bolt, but this sheared off. Given that there was only one screw left in the patient, the surgeon tried to pull it out along its entry path. Unfortunately, this effort caused an iatrogenic fracture, which was treated with a narrow large fragment plate. The report of patient pain was addressed and reported under a separate complaint ((B)(4)). The intraoperative events that occurred during the revision/explant procedure are being addressed under this complaint ((B)(4)). This report is for one (1) unknown screw (the independent screw with washer). This report is 1 of 2 for (B)(4).